Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12709; 2134265-2016-12710; 2134265-2016-12711; 2134265-2016-12713 and 2134265-2016-12714. It was reported that vessel perforation occurred and patient died. The more than 4.5mm diameter target lesion was located in the proximal left anterior descending artery (lad). A 1.50mm, 1.75mm and 2.00mm rotalink¿ burr and a rotawire were used to treat the calcified lesion after investigation of the vessel with a non bsc intravenous ultrasound catheter. Rotational atherectomy was completed and there were no apparent complications noted. The lad was then pre-dilated and stented with a 4.0 synergy¿ stent. Then, post dilatation was performed with a 4.5 nc quantum apex balloon catheter. After post-dilatation, an apparent perforation near the distal "lm" was noted with contrast on x-ray. Placement of a non bsc covered stent was done and the bleeding was controlled as viewed on x-ray. Patient appeared stable immediately following the procedure, however it was reported that the patient died later that day.

Manufacturer narrative:
Describe event or problem and outcomes attrib. To ae updated. (B)(4).

Event description:
It was further reported that pericardiocentesis was done to respond to patient's status.